Event description:
It was reported to boston scientific corporation that during a cystocele pelvic floor repair procedure using an uphold vaginal support system, as the capio plunger was depressed, the capio carrier would not retract from the capio cage. The physician "gently removed the capio from the patient with no additional bleeding," but pulled approximatly a 2 millimeter by 2 millimeter piece of tissue out ("just enough to cover part of capio "cage" where it catches [the] needle") during the removal process.the physician used another uphold vaginal support system to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.